Manufacturer narrative:
Corrections in b4: date of the report, d2a device common name. Additional information in b5 event description, h4: manufacture date, g3, h6 and h10: additional narrative. Estimated date of the event b3: february 2025. This follow-up report is being submitted to relay additional and corrected information. The spinalpak assembly was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.

Event description:
It was reported by the sales representative that the patient's doctor informed that the patient was experiencing pain in her nerves while she is using the unit. The patient's surgeon advised the patient to reach out to the representative. Later, patient indicated that her doctor advised her to stop using the unit. The patient does not recall when the doctor gave her this advice or her last time treating. The patient rated the pain level as a 10 out of 10. The patient stated that she felt an irritation at first, but it developed into an intense pain the more times she treated with the device. The patient stated that she used the device for at least a month. The pain started back in february. The patient did not use the unit since then. The patient was going to conduct time-test using the new replacement controller and electrodes. No further consequences were reported. The spinalpak assembly has not been returned for further evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported by the sales representative that the patient's doctor informed that the patient was experiencing pain in her nerves while she is using the unit. The patient's surgeon advised the patient to reach out to the representative. No further consequences were reported. The spinalpak assembly has not been returned for further evaluation.